Event description:
During an implant, while advancing the lead into the rv with the stylet in the lead body, it was noticed that the lead was pushed into the pericardium. The lead was pulled back and secured on the septum. The patient's blood pressure dropped and a perforation was diagnosed. Pericardiocentesis was performed and blood was drained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.